Event description:
I had essure placed as a form of permanent birth control in (B)(6) 2012. I was not asked about nickel allergies before having the procedure. I do have nickel allergies. I cannot wear earrings made of nickel or my ears break out in sores and burn badly. I felt fine for a few months after the procedure. Then I started having constant low back pain and shooting pains in my uterus. My periods are heavier and I am now anemic and have to take prescription iron. I have dandruff that won't go away. Never had before. I feel like I am sick all the time. Like my immune system is low. I get nauseated and gag. I have lost 18 lbs without diet or exercise change. My weight went from (B)(6), the skinniest I've ever been. I just don't feel right.